Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the staple line did not form a b shape. No additional information is available at this time.

Manufacturer narrative:
(B)(4). D4: batch # r57397. Device analysis: the analysis results found that a sr75 reload was received with the both gripping surface damaged. The reload was received unfired and swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.